Manufacturer narrative:
Updated information was provided in b5 (event description). Upon review, it was identified that the additional information has been added to this report. Corrected information was provided in b1 (is product problem). Upon review, it was identified that the information was inadvertently not submitted in the initial report. Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number has now been provided.

Event description:
Additional information indicates that the issue was resolved by placing a new impella. Prior to placement, we troubleshot by repositioning the device and administering additional fluid. Because the drop in flows happened after extracorporeal membrane oxygenation decannulation there was concern for clot trapped in the impella. The patient's hemodynamics post extracorporeal membrane oxygenation decannulation was tenuous & with the impella flowing less than 1l/min the decision was made to place a new impella as troubleshooting was not working. The patient was on support with the 2nd device for 50 days & was successfully transplanted with a new heart.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A thirteen-year-old female patient received an impella 5.5 device for treatment of heart-failure¿related cardiogenic shock secondary to acute myocarditis. Prior to impella placement, the patient was receiving multiple inotropic medications, vasopressor therapy and veno-arterial extracorporeal membrane oxygenation. The patient was brought to the operating room for extracorporeal membrane oxygenation decannulation, during which the impella 5.5 device was inserted. During initial setup, the aortic pressure sensor displayed values significantly higher than the patient¿s arterial line tracing; however, the device was successfully positioned and appeared to be functioning appropriately. Following extracorporeal membrane oxygenation decannulation, device flow decreased. Multiple troubleshooting attempts, including repositioning and imaging evaluation, were unsuccessful. Because adequate flow could not be restored and the patient was no longer supported by extracorporeal membrane oxygenation, the clinical team elected to replace the device. A new impella 5.5 device was successfully implanted, and the original device was removed.

Manufacturer narrative:
D4: corrected catalog and serial number